Event description:
Boston scientific crm received information that shortly after implant, this atrial lead became dislodged. A revision procedure was performed and the lead was repositioned. Three years later, the lead was removed for an unspecified reason and returned for analysis. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a through evaluation of the lead was performed. Visual inspection of the lead revealed that the lead had been severed and the proximal segment only of the lead was returned. Resistance and pressure tests were completed on this portion of the lead to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.